Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. The access accutni+3 reagent was not returned for evaluation. Service was not dispatched for this event. All assay and system verifications met specifications. In conclusion: although the customer believes that the cause of this event is a patient sample handling issue, an assignable cause cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial access accutni+3 result recovered within the assay's normal reference range. The customer reanalyzed the patient's sample on the same laboratory's unicel dxi 800 access immunoassay system and obtained a higher result which was above the assay's normal reference range. The patient's sample was then re-centrifuged and reanalyzed on the same laboratory's unicel dxi 800 access immunoassay system and recovered with a result within the normal reference range of the assay. The access accutni+3 results were released from the laboratory and the patient had a cardiac catheter put in. There was no report of additional change to treatment in conjunction with this event. Calibration, quality controls (qc) and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a green plasma tube and was centrifuged for five (5) minutes at room temperature. The customer believed cellular material had been re-suspended in the plasma at the time the sample was reanalyzed.